Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the proximal right coronary artery. The physician implanted a promus element plus stent in the target lesion. An unknown guide catheter became deep seated and was pushed up against the proximal edge of the implanted stent causing it to become compressed. The procedure was completed by ballooning with a quantum apex balloon catheter. No further complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).